Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - at a follow up visit for a normal scheduled generator change out it was reported that the generator eroded through the skin due to necrosis. A new system was implanted on the right side of the chest. This lead was capped on (B)(6) 2017. The pocket was cleaned. Samples were cultivated to test for infection.